Event description:
It was reported the rigid endoscope sheath ceramic tip was loose. There was no procedural delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9, h3, h4. H6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, the device was repaired by an unauthorized person. An improper adhesive/material was used and the biocompatible characteristics were no longer guaranteed, which resulted in the reported issue due to melting of an improper insulation. Olympus will continue to monitor field performance for this device.